Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving two separate products; associated mdrs #1225714-2014-03142, 1225714-2014-03143, 1225714-2014-03144, and 1225714-2014-03145.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2008 and subsequently expired on or about (B)(6) 2013 after the use of the product.